Event description:
An endurant stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. It was reported that a CT scan showed that there was a type ia endoleak with progression in aneurysm diameter to 80mm. The investigator assessed the event as device related not procedure related. The patient underwent surgery to have the proximal neck wrapped by a dacron strip. This reportedly resolved the event and the patient recovered. The patient left the hospital with a permeable endoprosthesis and without an endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).